Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 420 mg/dl. Customer stated that he tried to give a bolus but he received a no delivery alarm. Customer changed the set and tried to give the other half of the bolus but received a motor error. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer mentioned that he woke up high on saturday morning. Customer reported that the alarm was resolved by a complete set change. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm, no excessive no delivery alarm noted and the motor passed the motor test. The insulin pump passed displacement, rewind and basic occlusion, occlusion, excessive no delivery and prime/a33 tests. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corner.